Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient underwent a sensor implant procedure on (B)(6) 2016. While tracking the catheter, the sensor/delivery system got looped into the enlarged right atrium due to the patient's moderate to severe tricuspid regurgitation. Echo results of the right atrium's size are unknown. In turn, the physician decided to retract the sensor/delivery system and introducer but accidentally separated the introducer sheath out of the right femoral vein. The introducer was able to removed first. Next, the sensor/delivery system and catheter were removed with hemostats (with minimal trauma) from the right femoral groin access via vascular surgery. The patient was hospitalized overnight for intravenous diuretic therapy and was discharged without complications from the abandoned procedure.